Event description:
It was reported that a steep decrease in sensing on both the atrial and ventricular leads were observed. Ventricular undersensing was also seen. It was noted that both leads were dislodged. The atrial lead was repositioned; however, the rv lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Other text: device evaluation anticipated, but not yet begun.